Manufacturer narrative:
The reported meter was returned and investigated with retain test strips. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on upon button depression and upon strip insertion.control solution testing was performed and no issues were observed. All results were within range specification and no errors were observed during testing. No malfunction or product deficiency was identified. The reported freestyle test strips have not been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and freestyle test strips and there there were no adverse trends that indicate any potential product related issues related to this complaint. If the reported test strips are returned, an investigation will be performed.

Event description:
Customer¿s caregiver reported that on (B)(6) 2019 customer received a reading of 147 mg/dl from her adc blood glucose meter which was lower than she felt and lower than a subsequent reading received of ¿hi¿ (a reading greater than 500 mg/dl) on a healthcare provider¿s meter. Caller further reported that after getting the adc result she contacted the customer¿s hcp and was advised to take her to a hospital. Upon arrival at the hospital, a hcp meter result of ¿hi¿ was received, customer was diagnosed with hyperglycemia and treated with an intravenous infusion of unknown type. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported that on (B)(6) 2019 customer received a reading of 147 mg/dl from her adc blood glucose meter which was lower than she felt and lower than a subsequent reading received of ¿hi¿ (a reading greater than 500 mg/dl) on a healthcare provider¿s meter. Caller further reported that after getting the adc result she contacted the customer¿s hcp and was advised to take her to a hospital. Upon arrival at the hospital, a hcp meter result of ¿hi¿ was received, customer was diagnosed with hyperglycemia and treated with an intravenous infusion of unknown type. There was no report of death or permanent injury associated with this event.